Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens had a tear once it was in the eye. The lens was removed and another lens was implanted instead. There was no harm to the patient. Additional information was requested.